Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and an increase in capture was observed on the right ventricular channel. No further action will be taken and the patient will continue to be monitored. The patient was in stable condition.

Event description:
It was reported that additional episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.